Manufacturer narrative:
Follow-up #1: date of submission 9/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/30/2016 with the following findings:. Battery cap threads are stripped and are unable to secure. Pump was returned with the battery cap stuck. Test cap was able to secure for testing. Battery compartment cracked from case seal traveling to bumper. Keypad is torn. Dim display- letters have a red hue. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.